Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced high blood glucose levels on (B)(6) 2025. The patient went to the emergency department and eventually was admitted to the hospital due to high blood glucose and positive ketones. The blood glucose levels were 570 mg/dl and ketones were 3 mmol/l at the time of admission. The patient was treated with intravenous insulin drips and stayed in the hospital for less than 24 hours. No further information available.